Event description:
The reporter stated a surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2007. The patient went to another doctor and it was noted a cataract had developed. The lens was explanted on (B)(6) 2012. The cataract was removed and a toric iol was implanted. There was some edema after the surgery. One suture was required. At the post-op visit on (B)(6) 2012, the patient's bcva was 20/20.

Manufacturer narrative:
(B)(4) - cataract, induced, (secondary surgery), (suture), lens was discarded. Evaluation: method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Manufacturer narrative:
Method - medical review. Results - medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions - based on the complaint history, work order search and medical review, a likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).